Event description:
Further follow-up identified that the patient was "okay" to be discharged and was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced cardiogenic shock on the day of the sensor implant procedure. The patient was admitted to the hospital for optimization of heart failure hemodynamics and was administered lasik and dobutamine drip. No additional information available at this time.